Manufacturer narrative:
(B)(4). Date sent: 9/14/2021. Additional information according to the information received, the reported event for the device was cartridge retention. This is an analysis for a gst60g submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows two surgical instrument that support a piece of tissue and a device with a green reload loaded, a piece of tissue is placed between the jaws. Some surgical instruments were noted handling the tissue and the reload at the 0:20 mark the reload hits from the bottom the surgical instrument causing it to come out of the device. Based on the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Batch # unk. Only event year known: 2021. A video was received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a sleeve gastrectomy the gst60g dislodged out of stapler gun into patient's cavity. Reload was retrieved and removed from patient. New reload was placed with no issue thereafter. There were no patient consequences.